Event description:
On (B)(6) 2017, information was received from a healthcare professional (hcp) via a product surveillance registry (psr) and manufacturer representative (rep) regarding a patient who was receiving dilaudid/hydromorphone (15 mg/ml, "6 mg") and clonidine (750.0 mcg/ml, "300.00") via an implantable pump for non-malignant pain and post-laminectomy pain. On (B)(6) 2017 (sunday evening), the patient called an answering service and reported hearing the pump alarm. The patient was told to stay "npo" (interpreted as 'nothing by mouth') and come into the clinic in the morning. Drug withdrawal was also reported. The patient "is now" reporting nausea, vomiting, yawning, sweating and significant increase in pain. Upon telemetry/device interrogation, it was noted that a reset occurred - low battery and the pump was in safe state. They were unable to restart the pump. The decision was made to replace the pump. The pump was explanted/replaced on (B)(6) 2017. The event resulted in an unscheduled clinic/office visit. The event resolved without sequelae on (B)(6) 2017. The event etiology indicated it was related to the device/therapy.

Manufacturer narrative:
Analysis of the pump found a miscellaneous low battery reset with an undetermined cause. (B)(4) was used for the verbatim 'yawning.' If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a low battery reset occurred on (B)(6)2017. The cause of the reset/safe sate was unknown. It was noted the pump was delivering hydromorphone (15.0 mg/ml at 0.094 mg/day) and clonidine (750.0 mcg/ml at 4.69 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep) via a healthcare provider reported there was an emergency surgery to replace the patient's pump due to the safe stat, low battery reset issue with the patient's pump on (B)(6)2017. It was noted the issue began (B)(6) and sunday evening the rep was notified about the alarm. The event logs were accessed and all the events were dated (B)(6)2017 with repeating safe state, reset, low battery. It was noted the patient's pump was less than 4 months from the eri. The healthcare provider attempted to reprogram the pump to a dose of 6mg dilaudid/hydro and 200.00 mcg clonidine yesterday but the pump went back into safe state. The pump was being returned for analysis and to silence the pump alarms. No medical symptoms were reported.